Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a pre-syncopal episode. It was also reported that the implantable pulse generator (ipg) was "intermittently functioning". It was further reported that the right ventricular (rv) lead exhibited high impedance and possible fracture. The lead was reprogrammed, inactivated and remains in use. The ipg was inactivated and the patient was implanted with a leadless pacemaker. No patient complications have been reported as a result of this event.